Manufacturer narrative:
On (B)(6) 2018 the lens was exchanged for a shorter lens due to excessive vaulting and significant reduction of irido-angles. Device evaluation: lens was returned dry, in a micro-centrifuge vial. (B)(4)

Manufacturer narrative:
Device evaluation:lens was returned in a micro-centrifuge vial. Visual inspection found no visible damage to lens, residue and debris on the lens surface. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -5/5.5/49 (sphere,cylinder,axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted and exchanged for a shorter length lens due to observation of excessive vault . This exchange resolved the problem.